Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00059.

Event description:
Allegedly, as the screw was advanced into the plate, metal shavings from the screw were coming off in the surgery site and the metal shaving were removed from the surgical site. Th surgery time was extended by right around 30 minutes.